Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past several months the customer received multiple cartridge error messages while attempting to load multiple cartridges. On the date of the call ((B)(6) 2016) the customer reported attempting to load 10 cartridges and getting numerous cartridge error messages. The customer then reported receiving a malfunction alarm during the load process. The customer's blood glucose (bg) level was impacted (600 mg/dl) on the day of the call. A manual injection was administered to correct elevated bg level. It was indicated that the customer would use manual injections available as alternate insulin therapy.